Event description:
Problem detected in 2003, pain & infection. Extracted implant and grafted bone, upper left #9. Implant loaded 4 unit bridge. Bone loss listed 3-1/2 cubic cm. Infection treated with amoxicilin 500mg. Pt. Treated at hospital 2 days later with morphine & antibiotic drip. (IV).